Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a blood glucose (bg) level of approximately 50 mg/dl and glucose tablets were consumed to address the bg level. The cause of the low bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) were confirmed by cgm on (B)(6) 2017 in the early morning hours. User requested a one unit bolus less than one hour after the first low bg level was recorded. User made bolus requests without entering current bg level. Basal rate was .43 u/hr throughout the entire day. User has three different basal rate profiles, and the profile with a .43 u/hr basal rate setting is labeled ¿sick¿. This ¿sick¿ profile has a higher basal rate setting than the other two. Making bolus requests without entering current bg levels could lead to a low bg event. The customer being ill or the ¿sick¿ basal rate profile could cause bg levels to drop. There was no evidence of device malfunction.